Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with striae of the right eye one day post lasik treatment. The flap was refloated and smoothed two weeks post treatment, after the patient dislodged the flap, it was lifted and refloated again. By three weeks post treatment the patient was improving and the flap was free of striae.